Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 125 mg/dl at the time of the incident. Customer reported they were unable to clear the alarm and they were not able to complete rewind the pump. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted.